Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue was resolved before further troubleshooting was needed, as the customer confirmed seeing drops of insulin before resuming insulin delivery.